Manufacturer narrative:
Based on risk assessment and clinical evaluation file is considered as closed.

Event description:
(B)(4). User's narrative quoted: "when the doctor intent to insert the medicine to the patient with sprotte cannula, there are leakage on cannula needle, therefore the medicine cannot transport into the patient". Happened 3 times (B)(6), three needles will be returned.

Manufacturer narrative:
Event took place in (B)(6) and has been reported through (B)(4) distributor. Currently the data is poor. As soon as further data will be available a follow up report will be sent in to the agency.

Event description:
(B)(4). User's narrative quoted: "when the doctor intent to insert the medicine to the patient with sprotte cannula, there are leakage on cannula needle, therefore the medicine cannot transport into the patient". Happened 3 times ((B)(6)) , three needles will be returned.